Event description:
The customer reported that the insulin pump alarmed no delivery. The customer was disconnected from the insulin pump at time of call, and she was taking manual daily injections. Troubleshooting was performed. The customer stated that the insulin pump was not delivering insulin and did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.